Event description:
The customer reported that her blood glucose reached 400 mg/dl less than 4 hours after the pod was activated. Upon deactivation, she noticed the needle never fired the cannula into the infusion site. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.